Event description:
It was reported that "clips falling out when deployed. Surgeon means that they are falling back into the jaws multiple times in a row without fully loading. They are falling at an angle and not seating in the jaws." No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "clip(s) not loading properly" could be confirmed based upon the sample received. The returned sample was visually examined with and without magnification. R & d was consulted to conduct regarding this complaint. Visual examination of the returned sample revealed that one of the channel tabs was bent outwards. Upon functional testing, first clip in the box misaligned upon engagement of the trigger and failed to load into the jaws. The next 5 clips were correctly loaded in the jaws and latched. The device was disassembled, the trigger ears were intact, and the ratchets appeared correctly greased. No defects were observed on the knob assembly and jaw assembly. There were 5 clips remaining in the channel upon disassembly. Clip stacking was not observed. The customer returned the device with 11 clips remaining in the channel indicating the customer fired 4 clips. R & d was consulted regarding the details of the investigation. The channel tab being bent outwards could potentially contribute to misloads as the load guide channel tabs help support the clip as it is transferred into the jaws during loading. It was concluded the probable root cause of the clip misload could not be conclusively determined and further evaluation of the bent tab would be initiated. A DHR review was performed with no evidence to suggest a manufacturing related cause. Nonconformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.